Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain') in a 38-year-old female patient who had essure (batch no. 50512944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shortness of breath, acute bronchitis, migraine headache, acute sinusitis, cough, systemic inflammatory response syndrome, tubal pregnancy and cholelithiasis. The patient denies any recent trauma or injury. She denies syncope. Denies hx of similar symptoms. Previously administered products included for an unreported indication: depo provera shot from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included hyperlipidemia since (B)(6) 2016, hypertension since (B)(6) 2014 and overweight. Concomitant products included atorvastatin calcium (lipitor) since (B)(6) 2016 for hyperlipidemia, lisinopril since (B)(6) 2014 for hypertension as well as amlodipine since november 2016, escitalopram since november 2016, gabapentin since (B)(6) 2016, ibuprofen since (B)(6) 2012, medroxyprogesterone acetate (depo-provera) from august 2011 to (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, promethazine since november 2016 and simvastatin since november 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("hives"), depression ("psychological or psychiatric problems (depression)"), anxiety ("psychological or psychiatric problems (mental anguish)/ anxiety") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 1 year 2 months after insertion of essure. On (B)(6) 2017, the patient experienced abdominal pain ("abdominal area pain"). On (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced menstrual disorder ("menstrual hemorrhaging"), genital haemorrhage ("gen abnormal bleeding"), vulvovaginal candidiasis ("candida vaginal"), migraine ("migraine"), headache ("headache"), post procedural complication ("post removal complication"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and cystitis ("bladder infection"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, vaginal infection and vaginal discharge had resolved and the menstrual disorder, dyspareunia, urticaria, weight increased, depression, anxiety, fatigue, abdominal pain, urinary tract infection, vulvovaginal candidiasis, migraine, headache, post procedural complication and cystitis outcome was unknown. The reporter considered abdominal pain, anxiety, cystitis, depression, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Discrepancy noted about essure confirmation test. She had definite plans for removal at this time. Received treatment for pain, bleeding , psych injury , bladder/ urinary problem, injury/symptom discrepancy noted:date(s) of insertion: (B)(6) 2010, (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - in april 2012: results: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint) a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain') in a 38-year-old female patient who had essure (batch no. 50512944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shortness of breath, acute bronchitis, migraine headache, acute sinusitis, cough, systemic inflammatory response syndrome, tubal pregnancy and cholelithiasis. The patient denies any recent trauma or injury. She denies syncope. Denies hx of similar symptoms. Previously administered products included for an unreported indication: depo provera shot from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included hyperlipidemia since (B)(6) 2016, hypertension since (B)(6) 2014 and overweight. Concomitant products included atorvastatin calcium (lipitor) since (B)(6) 2016 for hyperlipidemia, lisinopril since (B)(6) 2014 for hypertension as well as amlodipine since (B)(6) 2016, escitalopram since (B)(6) 2016, gabapentin since (B)(6) 2016, ibuprofen since (B)(6) 2012, medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, promethazine since (B)(6) 2016 and simvastatin since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("hives"), depression ("psychological or psychiatric problems (depression)"), anxiety ("psychological or psychiatric problems (mental anguish)/ anxiety") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 1 year 2 months after insertion of essure. On (B)(6) 2017, the patient experienced abdominal pain ("abdominal area pain"). On (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced menstrual disorder ("menstrual hemorrhaging"), genital haemorrhage ("gen abnormal bleeding"), vulvovaginal candidiasis ("candida vaginal"), migraine ("migraine"), headache ("headache"), post procedural complication ("post removal complication"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and cystitis ("bladder infection"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, vaginal infection and vaginal discharge had resolved and the menstrual disorder, dyspareunia, urticaria, weight increased, depression, anxiety, fatigue, abdominal pain, urinary tract infection, vulvovaginal candidiasis, migraine, headache, post procedural complication and cystitis outcome was unknown. The reporter considered abdominal pain, anxiety, cystitis, depression, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Discrepancy noted about essure confirmation test. She had definite plans for removal at this time. Received treatment for pain, bleeding , psych injury , bladder/ urinary problem, injury/symptom discrepancy noted:date(s) of insertion: (B)(6) 2010, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: confirmed essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Lot number added. New events: vaginal infection, vaginal discharge, bladder infection were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shortness of breath, acute bronchitis, migraine headache, acute sinusitis, cough, systemic inflammatory response syndrome, tubal pregnancy and cholelithiasis. The patient denies any recent trauma or injury. She denies syncope. Denies hx of similar symptoms. Previously administered products included for an unreported indication: depo provera shot from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included hyperlipidemia since (B)(6) 2016, hypertension since (B)(6) 2014 and overweight. Concomitant products included atorvastatin calcium (lipitor) since (B)(6) 2016 for hyperlipidemia, lisinopril since (B)(6) 2014 for hypertension as well as amlodipine since (B)(6) 2016, escitalopram since (B)(6) 2016, gabapentin since (B)(6) 2016, ibuprofen since (B)(6) 2012, medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, promethazine since (B)(6) 2016 and simvastatin since (B)(6) 2016. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("hives"), depression ("psychological or psychiatric problems (depression)"), anxiety ("psychological or psychiatric problems (mental anguish)/ anxiety") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced abdominal pain ("abdominal area pain"). On (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced menstrual disorder ("menstrual hemorrhaging"), genital haemorrhage ("gen abnormal bleeding"), vulvovaginal candidiasis ("candida vaginal"), migraine ("migraine"), headache ("headache") and post procedural complication ("post removal complication"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the pelvic pain had not resolved and the menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, urticaria, weight increased, depression, anxiety, fatigue, abdominal pain, urinary tract infection, genital haemorrhage, vulvovaginal candidiasis, migraine, headache and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Discrepancy noted about essure confirmation test. She had definite plans for removal at this time. Received treatment for pain, bleeding, psych injury, bladder/ urinary problem, injury/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: confirmed essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet revived : case was upgraded to serious incident. New reporter added. Event gen abnormal bleeding, candida vaginal, migraine, headache, complication of device removal added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.